Event description:
The physician was attempting to coil a right a2 aneurysm. He placed the penumbra px400 microcatheter in the left carotid circulation and crossed the left acom to the right sided circulation to coil the right a2. The right carotid was very tortuous. He placed the catheter into the aneurysm and attempted to start coiling with a 13x48 standard coil. The aneurysm was 11x14mm. He attempted to repostion the coil multiple times to get a solid frame in the aneurysm. After one of the attempts, he noticed that there was tension when he tried to pull back the coil into the microcatheter. He stopped and looked under fluoro and noticed the coil had tied itself into a knot. He wasn't able to pull the coil into the microcatheter, so he decided to pull the entire system out all at once. He was able to pull the microcatheter and coil out through the sheath. He then placed an sl10 and proceeded to coil with target coils.

Manufacturer narrative:
During decontamination the coil separated from the pusher assembly. The distal end of the coil is knotted as described in the event description. The proximal constraint ball is in its normal undetached state in the distal detachment tip. Approximately 3.5 cm of the stretch resistant (sr) member protrudes from the constraint ball where the coil would usually be attached. The pet lock is intact. The knotting of the coil noted in the complaint is confirmed. As the coil was deployed into the aneurysm, it is likely that the end of the coil wrapped around within the constraints of the aneurysm and looped back on itself and became knotted. With the exception of the knot, the coil/pusher as returned was functional. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.